Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: component code, clinical code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "general risk - failure - balloon burst" and "withdraw catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath" were unable to be confirmed as neither the complaint device nor applicable imagery was provided. Due to unavailability of the complaint device, engineering was unable to perform visual, functional, or dimensional analysis. Therefore, a manufacturing non-conformance could not be determined. Additionally, review of the DHR and lot history did not reveal any manufacturing non-conformance issues that would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. General risk - failure - balloon burst: the complaint description states, "during valve deployment, the balloon on the commander delivery system ruptured." While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules, a pre-existing valve or over-inflation of the balloon can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. However, due to limited information a definitive root cause was unable to be determined at this time. Withdrawal catheter through vasculature / sheath - difficulty or inability to withdraw system through sheath: as reported, "the 29mm s3 valve was fine by echo but the team had trouble pulling the delivery system into the 16f esheath+. The team attempted pushing the delivery system up and rotating it as they pulled it back into the sheath, but the delivery system wouldn't come back into the sheath." As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As such, available information suggests that procedural factors (withdrawal of burst balloon) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist, during a transfemoral tavr procedure with a 29mm sapien 3 valve in the aortic position, during valve deployment, the balloon on the commander delivery system ruptured. The 29mm s3 valve was fine by echo but the team had trouble pulling the delivery system into the 16f esheath+. The team attempted pushing the delivery system up and rotating it as they pulled it back into the sheath, but the delivery system would not come back into the sheath. As a result of challenging femoral access, the decision had already been made to start the procedure with a femoral cutdown on the left common femoral by a vascular surgeon. The physician could not pull the delivery system out through the esheath+ and the decision was made to pull the entire system (delivery system & sheath) out together. When this was done, the balloon section of the delivery system got stuck in external iliac artery. Vascular surgery attempted to make higher incision and cut out the balloon but was unable to get the balloon out as it was stuck. Ultimately, the delivery system was pulled out and the external iliac with it. The vascular surgeon then had to ligate the external iliac and do a bypass from the right femoral artery to the left femoral artery. During the procedure, the patient was stable the whole time but there was blood loss. The patient was recovering but still in the hospital.